Manufacturer narrative:
The cause for the order request of bezel assembly kits could not be investigated further to determine if plastic damage was present; no response or device and associated logs have been received. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that bezel is being replaced. Although requested, additional information was not provided.